Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer 1.1 had not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 was not detected on bus. A field service engineer (fse) verified that half-height drawers 1.1 and 1.2 were not detected on the bus. Parts previously ordered by another technician were provided for use. Upon installing the pixie bus controller board, the entire device failed to power on. Fse performed troubleshooting and identified a short on the drawer controller board as the root cause. The faulty drawer controller board was addressed, and the scanner cable was also replaced due to visible fraying. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer 1.1 had not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.